Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with dialysis catheter. The customer states the catheter broke after 189 days of being placed in the patient. It was placed on (B)(6) 2012 and broke on (B)(6) 2012. The catheter was located in the left subclavian. Blood leakage was detected in the binding body of the lumen. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.